Manufacturer narrative:
Follow-up #1: date of submission 08/12/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box showed no evidence of ¿loss of prime¿ events; there were multiple call service alarms on (B)(4) 2014. The pump alarmed with a cs087 call service alarm upon the first rewind attempt which indicated there was a data corruption and which prohibited further testing. There was no intermittent condition found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).